Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had repeatedly prompted for drawer unload, but the drawers had failed to respond or complete the unload process. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) identified multiple failed cubie pockets in drawer 1.2, all displaying memory errors. The fse entered diagnostic mode and released all cubie pockets. The debris was cleaned from the cubie trays, and the cubie pockets were reseated. The customer then recovered the storage spaces and reloaded the medications. The system functioned as intended after the field service engineer repaired the device.